Event description:
On (B)(6) 2011, hl-20 roller pump module (serial number (B)(4)) that was in-use with hl 20 console (serial number (B)(4)) at chu de rouen pumped stop working during a surgical procedure with an extracorporeal blood circulation and gave an err message. The customer reset the module but again the err message appeared. The customer decided to continue the circulation by using the hand crank, then the tubing was put on another pump module. When the pump stopped, the blood circulation of the patient stopped for some seconds. Decreasing arterial pressure was observed before the use of the hand crank. No other clinical consequences were reported thus far. (B)(4).

Manufacturer narrative:
(B)(4). The user facility reported this event to the (B)(6). The technician evaluated the unit and determined that the roller pump module serial number (B)(4) was reason for this event. Serial number (B)(4) was sent to maquet germany for evaluation. It was identified that the optical tacho board was defective. The optical tacho board was replaced. Note: the hl20 console was not returned for evaluation. (B)(4).